Event description:
It was reported that the insulin pump had a crack on the battery compartment. The blood glucose reading was not provided by the caller. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.